Manufacturer narrative:
The reported event of high capture threshold was not confirmed. A full lead was returned in one piece for analysis. Electrical testing, visual and x-ray inspection were normal with no anomalies found.

Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that the left ventricular (lv) lead exhibited high capture threshold and diaphragm stimulation. The lv lead was not used and an alternate near at hand was implanted on (B)(6)2023. Patient condition was stable.